Event description:
A 6f angio-seal vip was selected for use and deployed successfully into a retrograde puncture in the left femoral artery at the conclusion of a peripheral angiogram, revealing a suitable vessel. Hemostasis was immediate, pedal pulses were verified, and the pt was later discharged the same day without any complications. The pt called later, reporting leg pain and tingling, and presented the next day, where testing revealed no blood flow distal to the puncture site. Vascular surgery revealed the collagen was inside the artery and an endarterectomy was performed to remove the blood clot from the femoral artery. The pt recovered without further complication and was discharged.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for us (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.